Event description:
It was reported that a patient underwent a laparoscopic low anterior resection for colorectal cancer procedure on (B)(6) 2025 and suture was used. During the procedure, it was reported by a sales rep that the needle had been detached from the suture. It was occurred with two sutures in a row. The product was used on the rectum. It was not a control release needle. Additional suture was performed to complete the case. There was no problem to the patient. Only one needle has been retrieved. Further details are not provided from the hp. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. A detached needle, one needle suture combination outside the folder packet were received for analysis. The product code: w8400 is double armed. During visual inspection of the needle, marks were noted at the edge of the swage area. The barrel hole was examined, and a suture remnant was observed. Besides that, the needle suture combination was examined and the swage and attachment are were noted to be as expected. However, the end suture was noted to be cut likely caused by a surgical instrument. In addition, crimping marks were found on the strand. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. The instructions for use do contain the following caution: to avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. H3 investigation summary: the product was returned to ethicon for evaluation. One open box with nine representative unopened samples was received for analysis. Product code: w8400. The complaint sample was not received for evaluation. Upon initial inspection of the samples, no external damages were observed on the external packets. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. A functional test was performed using instron equipment, and the pull force results were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Additional information was requested, and the following was obtained via: no pieces were left inside the patient and no pieces fell into the patient because the suture was detached from the needle. It was possible to use another product immediately when the suture was detached from the needle. This product has double-armed suture and the other needle was used to complete the suture after the suture was detached from the needle. "It was reported that "only one needle has been retrieved". Please confirm if the needle fell inside the patient and could not be retrieved or if only one affected needle was retrieved to return for analysis. May be return. If the needle piece remains in the patient: what tissue structure the broken needle was located? Is there any plan in place to remove the needle piece in the future? Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) (B)(6). Please perform and document the follow-up attempt for product return. Please document the shipment tracking number in the notes or rmao sections. We regularly contact with sale rep about the device returning.